Event description:
It was reported that during a coronary stent procedure, the physician experienced inflation difficulties during placement of a second stent. No pt injuries or complications occurred.